Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The exeter v40 stem was implanted in the patient's right femur on (B)(6) 2019. The revision surgery was performed on (B)(6) 2024 since the patient fell and stem fracture and periprosthetic femoral fracture were confirmed.